Event description:
It was reported that during an attempted implant, the physician tried to position the right ventricular (rv) lead in several different positions due to high/unstable thresholds. It was noted that the helix of the rv lead was unable to be extended and retracted any further. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. (B)(4).